Event description:
It was reported that the right ventricular lead was explanted due to oversensing and high impedance of greater than 3000 ohms. No patient complications have been reported as a result of this event. Additional information was received in a lawsuit alleging that the patient 'experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention'. It was also alleged that the patient has 'sustained and will continue to sustain severe physical injuries, and/or death, severe emotional distress, mental anguish, economic losses and other damages'.

Manufacturer narrative:
Other: it was reported that the right ventricular lead was explanted due to oversensing and high impedance of greater than 3000 ohms. No patient complications have been reported as a result of this event. Additional information was received in a lawsuit alleging that the patient 'experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention'. It was also alleged that the patient has 'sustained and will continue to sustain severe physical injuries, and/or death, severe emotional distress, mental anguish, economic losses and other damages'. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination: component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event impedance, high lead(s), fracture of oversensing shock, inappropriate.